Event description:
Sorin group (B)(4) received a report of blood leaking from the arterial filter during the case. The filter was cut out and the case was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the arterial filter involved in this case. The filter is a component of the customer perfusion pack. This filter is not distributed in the united states and therefore has no 510(k) number but it is similar to the d733 micro 40p phiso arterial filter which is distributed in the united states, under 510(k) number k112525. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure a blood leak was noted coming from the arterial filter of the heart/lung pack. The filter was cut out by the shunt available in the circuit. There was no report of patient injury. The filter was returned to sorin group (B)(4) for evaluation. Testing of the returned filter confirmed the presence of a leak. During the manufacturing process arterial filters are subjected to 100% leak testing, each unit is filled with a coating solution under high pressure and random samples are subjected to thermal cycling before an additional leak test. A review of the device history record showed that this lot of filters passed all in-process testing. Based on the above, sorin group (B)(4) has concluded that the leak was caused by damage to the filter after release. Sorin group (B)(4) stated that a review of complaint data has shown that no additional complaints have been filed against this lot which indicates that there was no systemic manufacturing problem. No further action is deemed necessary.